Manufacturer narrative:
The insulin pump read "the device returned invalid entries, all data read will be discarded" during upload to carelink pro software. The fault was isolated to the motherboard. The pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner. (B)(4).

Event description:
The customer's nurse reported via email of a software error from the insulin pump. The customer's blood glucose reading was unknown. The nurse stated that the customer could not upload to carelink. The nurse stated that there was an error "device returned invalid entries" and "all entries will be discarded." The nurse was advised of the alarm. The customer will be sent a replacement pump.